Manufacturer narrative:
Initial.

Event description:
It was reported that after a cartridge and tubing change, the pump¿s rewind advanced to approximately 160 units and prompted for visible drops, but no drops were observed until the tubing connector was replaced, and the user also observed insulin leakage with an almost empty cartridge; the issue involved fluid leakage associated with the connector component. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage related to a seal issue consistent with a fluid leak, traced to the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was a component failure.